Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs2681 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during infusion of cefepime and vancomycin the healthcare professional noticed a leak in the catheter near the hub. The PICC was removed and a new PICC placed on (B)(6) 2018. No injury to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg near the luer adaptor was confirmed, but the exact cause of the damage was unknown. One 4 fr s/l powerpicc was returned for investigation. The catheter exhibited evidence of use. A tacky residue, which appeared to be from tape or a dressing, was observed on the external surface of the extension leg and molded wing. The printing on the extension leg was completely worn. The s/l catheter tubing had been cut at the 43cm depth marker. A breach was observed in the extension leg within the distal end of the luer adaptor. The adjoining surfaces of the breached extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed in the breached tubing. Superficial tears were observed in the external surface of the extension leg adjacent to the breached tubing. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. Due to the evidence of use, it appeared that the damage occurred over time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs2681 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during infusion of cepepime and vancomycin the healthcare professional noticed a leak in the catheter near the hub. The PICC was removed and a new PICC placed on (B)(6) 2018. No injury to the patient reported.